Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left & right motor brakes not working.

Manufacturer narrative:
Per a communication with invacare (B)(4), it is confirmed that the brakes are having problems. This item has been scrapped. This was received back at invacare (B)(4) on (B)(4) 2016.

Event description:
Per a communication with invacare (B)(4), it is confirmed that the brakes are having problems. This item has been scrapped. This was received back at invacare (B)(4) on (B)(4) 2016. Left and right motor brakes not working.